Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was exhibiting no ouput in the ventricular channel when programmed in the bipolar mode.